Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on the description of failure was failed transmitter and updated to pairing failure, which is not reportable. Please disregard initial reporting under MFR# 3004753838 -2018-086511.